Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure with gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. At the end of the procedure, after the aneurysm was excluded, the physician began to withdraw the gore dryseal sheath with hydrophilic coating (dsl2428/10913158) from the right iliac artery. It was discovered that the right iliac artery ruptured. A gore viabahn endoprostheses was used to repair the iliac artery. The patient tolerated the procedure. The right iliac artery measurement was 8 mm and was very diseased. It was reported the patient had extreme calcium, thrombus, and tortuosity in the vessels. Blood loss was 1000 cc. It was reported on (B)(6) 2013, the patient was experiencing paraplegia. The physician is not attributing this to the rupture iliac, but is attributing the paraplegia cause from the previously implanted aaa graft (brand is endologix).

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the gore dryseal sheath with hydrophilic coating instructions for use (IFU) state that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If the vessel size is smaller than the introducer sheath outer diameter (9.1 mm for a 24 fr sheath), then vessel damage may result.